Manufacturer narrative:
Device evaluation summery: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not work) has been confirmed. As received, the rear response button led was defective. Upon evaluation, the rear response button was unresponsive. The cause for the unresponsive rear response button was worn traces on the response button cable at the connector. The root cause of the worn traces cannot be positively identified. No adverse event resulted from the defective response button. The patient received a replacement monitor.

Event description:
(B)(6) old female patient contacted zoll customer support to report that her response button would not activate the device. The patient was issued a replacement monitor.